Manufacturer narrative:
Returned for evaluation was an unopened nevertouch fiber kit. The packaging shows the pouch to have creases, when opening the pouch it was noted the dilator and sheath were kinked and the location of the kinks match the location of the creases of the pouch. No damage to fiber was observed. The reported complaint description of the "nevertouch kits were bent could not be used" was confirmed. This complaint event was originally coded as fiber bent/fractured, however, return of complaint sample confirmed it was sheath/dilator was kinked/bent. The likely root cause of the kinks to the sheath/dilator is handling damage either during shipping or at the end user facility. There are two manufacturing processes performed during packaging, in which operators are instructed to visually inspect for damage on the pouch. There is also an inspection performed post sterilization to ensure no damage to the boxes has occurred. It is unlikely that the damage was present during manufacturing. This failure mode would not be deemed as a reportable adverse event, and does not meet the criteria for reportability. This report is being submitted in order to close out the complaint record. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the "nevertouch kits were bent could not be used" cannot be confirmed as no sample has been returned. Without receiving product to evaluate, a root cause cannot be determined. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
Nevertouch fiber #2. When prepping for an evlt procedure, it was noted when the sterile package was opened, that the fiber was bent/fractured. This was noted for a total of three kits. The devices were set aside an a new of the same device was used to complete the procedure. It was indicated the reported device is available for return to the manufacturer for a device evaluation.